Manufacturer narrative:
The customer provided two potential lot numbers related to this event as the lot number used is not known. The device history records traceable to the reported procedure packs were reviewed and indicated that the product was processed and released according to the product¿s acceptance criteria. Three wet samples were returned and evaluated. The returned sample was visually inspected and no obvious defects were observed. A calibrated console was used to test the samples and the fms cassette primed, tuned with the ultrasonic handpiece successfully and could achieve maximum vacuum. No system message was generated. No fluid or air leaks, and no cracks were observed on the connectors that would have contributed to the reported event. The irrigation and aspiration flow rates were measured and found to be within specifications. Fluid flowed from the bss bottle to the irrigation and aspiration manifolds and continuously to the cassette housing. No occlusion or obstruction was observed during inspection and functional testing. The root cause of the customer's complaint could not be established as the returned fms cassettes were evaluated and met specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided in b.1., b.2., b.5., b.6., d.11., h.1. And h.6. The manufacturer internal reference number is: 2020-36019.

Event description:
A completed questionnaire was received. The surgeon indicated there was excessive ultrasound without suction of the viscous material. The viscous material turned into a white foam. No system messages were displayed. The burn lead to corneal opacity affecting the visual axis and corneal edema of the left eye. Medical treatment of the corneal edema with hypertonic eye drops. The corneal edema is persistent for great than fifteen days post operative. Symptoms have not resolved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a patient experienced a corneal burn. This was noticed the next day at post operative visit. It was noted that during the sculpt phase of a cataract extraction procedure there was no aspiration. Additional information has been received indicating the event occurred at the beginning of sculpt mode. No system message was displayed. The staff changed ultrasound (us) tip, and handpiece. Finally the surgeon completed the case with an alternate system. Patient condition has been requested.